Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Eval summary: operative notes were provided and reviewed, but a cause of failure could not be identified from the content therein. X-rays were not provided. As such, the implant construct could not be analyzed radiographically. Based on the available information, an exact cause for the reported condition cannot be determined. Manufacturing documentation for the reported devices was reviewed and indicates they were manufactured, inspected, and packaged to specification. Furthermore, implant compatibility was confirmed via the nexgen knee profiler. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.